Event description:
A dislodged catheter was reported. It was stated that the catheter had dislodged from the intrathecal space and was epidural. A catheter revision was being done as of the date of this report; the surgeon planned to cut that catheter and replace it with another catheter without going through the pump pocket. There were no patient related medical or therapy issues stated. Drug delivered via the device was baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had experienced spasticity. The patient was also prescribed oral baclofen. The patient was currently receiving effective therapy.

Event description:
Additional information received reported that the cause of the event was distal catheter 'backed out of spine.' X-ray showed catheter not in the spine. The patient was not having positive benefit with intrathecal baclofen therapy (itb). The itb was 'poorly effective.' The patient was hospitalized. The patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).